Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 04/30/2013. The strip lot #d160130-1 was manufactured on 01/30/2016 and expired in 01/2018. Ok biotech received no complaints from same manufacturing batch of strips . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 2:00pm due to receiving high glucose readings from the prodigy diabetes meter. The end user declined to provide any details in regards to seeking medical attention and refused to troubleshoot or receive a replacement meter. No further details provided.